Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the key combination had not been assigned in the cabinet. The technical support specialist (tss) had instructed the customer to contact the local admin to assign the item with the correct key combination to resolve the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower key combination had not been assigned in the cabinet. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.